Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15166. It was reported the patient experienced an infection at the lead site. The physician examined the site and determined a superficial infection was present and the patient was prescribed oral antibiotics. No cultures were taken. Additional information indicated the patient continued to follow-up with her physician and was instructed to complete the prescribed course of antibiotics. It was also noted that the incision site has substantially improved.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15166. Follow-up information indicated the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.